Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002: device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following was obtained: the dsi was the shipment of already expired product; however, upon investigation of the dsi by the memphis dc staff by review of inventory stock, the issue was clarified to be ¿incorrectly labeled devices¿ and not a shipping issue. Event related to mw # 2210968-2024-03533. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the fibrin sealant preparation device product received expired 10/10/2023 and the invoice says the product expires 10/2026. No adverse patient consequences were reported.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The expiration date on sales carton label is incorrect (2023-10-11), and it should be 2026-10-11 not the label on the sales carton label"2023-10-11 ". The expiration date on tyvek lid is correct (2026-10-11). The expiration date printed on sales carton label is actually the manufacturing date of this batch. Ethicon has issued external supplier failure investigation report (fir) for (B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.